Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and crack above the up and down button on corner of screen. The customer¿s blood glucose was unknown at the time of incident. The customer also report the diminished battery life and insulin pump had rejected new battery. The insulin pump will not be returned for analysis.